Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod coils. During the procedure, one pod coil was successfully implanted into the target location. While attempting to advance the next pod coil, it would not advance from its initial position within its introducer sheath. Therefore, the pod coil was removed.the procedure was completed using a ruby coil. There was no report of an adverse effect to the patient.